Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Following a system check performed by tandem technical support, the customer cleared the alarm and resumed inulin therapy. Customer's blood glucose was in the range of 130-145 mg/dl.